Event description:
The event occurred in australia. It was reported that the rotaflow console turned off during patient use while the device was running in battery mode. More information requested but still pending. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in australia. It was reported that the rotaflow console (rfc) turned off in battery mode during patient use. No harm to any person has been reported. Due to the fact that the rotaflow console turned off during use there is a potential risk for the patient therefore, a report is required. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and the reported failure could be confirmed. The customer confirmed not to order any repair of the device. The device is out of use/removed from clinical area. The exact root cause therefore could not be determined, however the reported failure "rfc turned off in battery mode" is most probably caused according to the rotaflow risk management file by: defect batteries, power supply board failure, user forgot recharge, defect of charger unit. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities was performed on (B)(6) 2024 and during the period of (B)(6) 2012 to (B)(6) 2024 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in (B)(6) 2012. Historical review: for the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use: if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions: there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).